Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. Investigation also found contamination underneath the keypad buttons. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on to a display screen that was a dim red color. Additionally, the contrast control button was found to be intermittent. Contamination was found underneath the contacts for the contrast, up, and down buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.